Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Medical records indicate elevated metal ion levels and implant failure leading to permanent and full time use of a wheel chair or walker for ambulation. Sticker sheet shows that the patient was not implanted with a depuy acetabular cup on this date, therefore we are reporting the femoral head only.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-17348. Report 1818910-2013-30636 will be rejected. Report 1818910-2011-17348 will be kept for investigation purposes.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-00644. 1818910-2013-30636 will be rejected. 1818910-2013-00644 will be kept for investigation purposes.